Event description:
The surgeon was harvesting bone graft on good bone in the canal of the right femur and the prongs on the 12mm reamer head broke. The surgeon was able to retrieve all pieces from the pt. The surgeon took x-rays of the right femur to make sure no pieces remained. The surgeon used another reaming head to complete the procedure. Procedure was not extended and there was no reported harm to the pt.

Manufacturer narrative:
Device is used for treatment, not diagnosis.

Manufacturer narrative:
A device history review was conducted and it was found that the product conformed to all requirements. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of the MFR records has been requested.